Manufacturer narrative:
A complete investigation was not able to be performed as no product code, lot number or sample was provided. Per the study, in situ antegrade lfevar is feasible and a safe alternative option for high risk inoperable patients or for those not eligible for custom made device endografting, particularly in emergency cases.

Event description:
Received an article titled "in situ antegrade laser fenestrations during endovascular aortic repair" published in the european journal of vascular and endovascular surgery,. The article reported laser fenestrated endografting (lfevar), developed as an alternative procedure for endovascular repair of thoraco-abdominal aortic aneurysms (taaas), type ia endoleaks (t1aels), and pararenal aneurysms (paaas). Per the article, adverse events included ischemic events, infection, hematoma, hospital acquired pneumonia, dissection, endoleaks and restenosis.